Event description:
Patient was under general anesthesia for resection of the prostate and during the procedure the surgical technician realized that the electrode, loop, 28 fr had a broken tip. The two parts given to manager follow up.